Event description:
It was reported that this pacemaker was an attempted implant due to the presence of blood in the header after initial placement. The physician elected to not use this device and complete the procedure with a new pacemaker. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.

Manufacturer narrative:
The returned pacemaker was analyzed. Visual examination identified a hole in the right ventricular (rv) lead setscrew seal plug. Next, the pacing and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this pacemaker was an attempted implant due to the presence of blood in the header after initial placement. The physician elected to not use this device and complete the procedure with a new pacemaker. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.